Event description:
The product was used during a video assisted thoracic surgery procedure. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.